Event description:
It is reported that the pt was revised for aseptic loosening.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore, the condition of the components is unk. Neither surgical notes nor x-rays were provided, therefore, fit and orientation could not be evaluated. Pt factors that may affect the performance of the components include: bone quality, activity level, or type of activity (low impact vs high impact), are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of operative reports, x-rays and/or product or further info. The part numbers and lot numbers are unk; therefore, the device history records could not be reviewed.